Manufacturer narrative:
One device was returned in good condition. Visual and functional testing were performed. The testing could not duplicate the customer reported problem, no physical damage found on the pump. The root cause of the issue was not determined as no problem was found. No further action. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump shows air alarm. There was no patient involvement.